Manufacturer narrative:
Examination of returned device and dimensional evaluation found no evidence of product nonconformance. Wear patches and pitting were noted on the device, as well as a fractured peg. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under late postoperative complications, number 1 states, "fatigue fracture of one or more components." Number 2 states, "excessive wear due to malalignment, migration, loosening, or excessive loading." Number 4 states, "loss of fixation."

Event description:
It was reported the patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, an arthroscopic procedure was performed on (B)(6) 2016 due to pain and loosening of the patella implant. During the procedure, it was noted the patella implant was fractured. The patella implant was removed and replaced.